Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Unit received with cracked case and cracked case-corner of belt clip rails. Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose value was 64 mg/dl. The customer stated that they received a open book image on insulin pump display. Customer stated they took son to swimming lessons and insulin pump started vibrating and saw alert as they were speaking he noticed big crack in the back of the insulin pump. Customer stated that they did not do further troubleshooting for damage or moisture due to insulin pump already being replaced under critical error. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.